Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . Date of event is an approximation. The patient experienced a sensor error for over 3 hours. On (B)(6) 2024 , the day of the event, the patient woke up feeling unwell and experienced vomiting. The patient took a fingerstick, and even though the patient did not remember the value, the patient was hyperglycemic, and the patient was brought to the hospital by their spouse. At the hospital, the patient received treatment with intravenous saline and insulin. The patient was discharged the day after the event date. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. There was no documentation of further medical intervention. At the time of the report the patient was stable and well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.